Manufacturer narrative:
The paper reports only 1.45% of patients who had acl reconstruction done between 2008 and 2014 presented in the post-operative period with pre-tibial pain, cyst and swelling in tibial screw site. All of them had normal inflammatory markers. Removal of screw debris and curettage of the tunnel resulted in complete recovery of all patients. This is a known risk and is included in the IFU for the biosteon screw. The published paper was brought to the attention of the company dec 2016, unfortunately due to the requirement to have the (B)(6) paper translated (christmas holiday season) and to conduct a technical review of the translation there is a delay in submitting the form 3500a to the FDA a number a screw breakages were reported to the FDA between 2008 - 2014 as individual cases so these may form part of the results used for the published paper.

Event description:
Information received regarding a published paper on adverse biological response from biosteon screw. The paper was published in (B)(6) 2015. Adverse response occured in 9 out of 620 patients (1.45%). After removal of screw debris and curettage of the tunnel resulted in complete recovery of all patients.